Event description:
It was reported that with 3 different sets on same patient, air bubbles were present at the end of the air filter extension to the patient, during the infusion. Bubbles were reported to be very tiny, sizes were between 2mm and 6mm. There was no resultant patient complication due to the reported event.